Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the helix will not fully extend due to the large amount of blood in the sleeve head; the helix found to be disengaged from the helical channel; full lead analyzed.

Event description:
It was reported the r-wave amplitude decreased and it was difficult to achieve acceptable values at implant, despite several repositionings. The lead was replaced. No patient complications were reported as a result of this event.